Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite vial access device was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that when they try to inject or transfer the sterile water from the syringe into the winrevair vial, liquid began leaking from between the glass winrevair vial and the vial adaptor.